Event description:
Pt's heated humidifier, she uses with her CPAP at night for treatment of obstructive sleep apnea, became very hot resulting in a hole forming on the bottom back of the heated humidifier. This caused a strong burning plastic smell, which prompted her cat to awaken her. Both CPAP and humidifier no longer function.